Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged power issue first occurred. The patient did not wish to provide his diabetes regimen nor did he want to specify what action he took in regards to his diabetes management following the reported power issue. According to the csr¿s documentation, at an unspecified date/time after the product issue occurred, the patient claimed his ¿blood sugar went up¿; result and type of symptom(s) not specified. It is also not known what treatment (if any) he may have received after the alleged issue occurred. It would have been helpful to know the following: the patient¿s testing frequency and normal blood glucose range; when patient¿s blood glucose is above normal range, what type of symptom(s) he exhibits; and if the patient tested his blood glucose with a secondary/back-up meter after the reported power issue occurred. At the time of troubleshooting, the csr verified the subject meter¿s batteries did not need to be replaced; the patient is using the correct type of batteries; the patient was not using the subject meter for the first time; and there was no misuse of the lfs product. The reported power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly obtained elevated blood glucose readings after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/03/2014). The patient¿s meter has been returned on 10/18/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 07/18/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.